Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during routine testing, the scope tested positive for microbial contamination. All channels were sampled and two (2) colony forming units (cfu) of an unspecified revivable aerobic flora were detected. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
After the subject device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was then returned to an olympus service center for further evaluation. Upon inspection and testing of the device, service found that the bending rubber was stretched. The image guide bundle was broken and had a spider web appearance. Several attempts to obtain the customer¿s cleaning, disinfection, and sterilization processes were made; however, no further information was provided. Once the investigation has been completed, a supplemental report will be submitted.